Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist sleeve of a minicap transfer set was loose. This was noticed during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d4 lot number, d4 UDI, h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted that the occluder feet were broken on the main body. Functional testing including leak testing, clear passage testing and clamp function testing was performed; leak testing and clamp function testing failed due to the broken occluder feet. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.